Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft detachment occurred. Approach was obtained from the right femoral artery. The 90% stenosed target lesion was located in a severely tortuous left superficial femoral artery. A non bsc sheath was inserted then a 0.014 non bsc guide wire crossed the lesion. Severe resistance was encountered as the coyote es 2x40mmx145cm was advanced. During advancement the catheter stopped and the physician was unable to move the catheter. The physician pushed the balloon catheter when the inner shaft inside the balloon, between the balloon's radiopaque markers detached. The balloon material and the radiopaque markers remained intact. The catheter was captured with a snare and removed with the guide wire out from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).